Manufacturer narrative:
The reported observation of charging port melted was confirmed. As received, the returned charger port was found melted, however, the charger was able to be charged, was able to successfully charge the lab ipg and functioned as intended. The root cause of the observation is unknown. An engineering investigation confirmed the thermal damage was isolated to the charger port interface and not the internal pcb, deducing it was a connector-level failure. The DHR for the charger has been reviewed and there were no issues found.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete case information.

Event description:
It was reported that the external device charging port melted. There was no reported harm to the patient. The device was replaced to address the issue.

Manufacturer narrative:
The reported observation of charging port melted was confirmed. As received the returned charger port was found melted, however charger was charged and the lab ipg was charged successfully and functioned as intended. The root cause of the observation is unknown.